Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the manufacturer or date of manufacture without a lot number provided or returned device. The primary root cause has been identified as wear of the locking mechanism. Specifically the failure was a result of severe wear to a critical feature of the locking mechanism teeth, the rake angle, which is responsible for locking of the expandable locking ring under load. This worn condition would allow locking ring to open, resulting in the observed central body height loss. The described wear is caused by unanticipated loading and motion patterns, not predicted by preclinical testing. Secondary factors that may have contributed to making the locking mechanism more vulnerable to wear include: lubrication due to bodily fluid, non-union, inappropriate tolerances, insufficient mechanical test setup, insufficient tooth rake angle and the eccentric central body position. Synex ii central body devices are currently the subject of a medical device recall. The information provided is insufficient to determine definitive relationship to the device recall issue (in stu loss of height).

Event description:
Patient implanted with synex ii implant experienced pain after implantation. Patient is not pursuing removal of the implant.